Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During a thp revision from a primary accolande tmzf/trident titanium in (B)(6) 2019, the surgeon discovered that the polyethylene was damaged/scratched without noticing corpora libera. No damage noticeable at the old v40 head. The damaged x3 polyethylene on this short term is concerning the costumer about the quality. Reason for revision - periprosthetic fracture.